Event description:
The following has been reported: woman mother child hospital / neonatology, sex: female - age: 4 months - weight: 3.1 kg. Peripheral venous line (IV cathlon) placed at 10pm: - smof administered on the syringe pump: flow rate 1 ml/h. - pediaven administered by infusion pump: flow rate 2.1 ml/h. All connected to a cair 3-way stopcock extender (reference: (B)(4) ). Administration of both drugs began at the same time. The 250-ml pediaven bag was found empty at 4am (6-hour delay between application and discovery of the empty pediaven bag). On the pump screen, the flow rate set corresponded to the medical prescription and the volume infused corresponded to the flow rate set. No leakages or puddles on the floor or in the baby's cot. Clinical consequences: complete blood count. Hyper diuresis. Doctor on call notified. Uncertainty about the volume of medication actually administered. Infusions stopped pending the result of the blood test. The entire infusion tree was set aside pending investigation. The serial number provided by the customer is not correct ( (B)(6) ). It was requested and will be communicated subsequently. Reporting as a conservative measure. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation. However, despite several requests for device return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. Therefore the root cause of the reported issue could not be identified. Based on available information no corrective action could be associated to this event. If further information are provided later on we will re-open the complaint and pursue the investigation. This complaint was added in our trend for statistical follow up." This complaint is considered as not confirmed. The trend is normal.